Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j representative. Investigation summary service and repair evaluation: during evaluation the repair technicians found that 10nm torq limiting ratchet handl-6mm hxc has failed calibration. The repair technician reported the device failed calibration. The minimum peak was 9.97 nm which is outside of the specification, 10.2 nm to 11.8 nm. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 03.620.061; synthes lot # h550247-18; supplier lot # h550247-18; release to warehouse date: 09 may 2018; supplier: avalign technologies-nemcomed; no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation the repair technicians found that 10nm torq limiting ratchet handl-6mm hxc has failed calibration. There was no patient involvement and patient consequence. This complaint involves one (1) device. This report is for one (1) 10nm torq limiting ratchet handl-6mm hxc. This is report 1 of 1 for (B)(4).